Event description:
The assistant director reported that during an emergency pars plana vitrectomy to repair a retinal detachment, the 20 gauge cannula tubing disconnected from the metal tip (hub). The eye collapsed due to the loss of pressure. Following a few minutes delay, the surgeon was able to connect the tubing and infusion restarted. The procedure was completed with no harm to the pt. There were no ocular manifestations and no pt impact noted at the one day postoperative visit.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).